Manufacturer narrative:
Unit received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime, compromised forced sensor system and excessive no delivery test due to completely broken reservoir tube lip. Pump received with broken reservoir tube lip, missing reservoir tube o ring, broken battery tube threads, cracked case at the display window corners, cracked lcd window and missing end cap sticker. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the battery cap and battery side was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.